Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging skin irritation under the lifevest equipment. Patient described the area as a red rash with skin missing. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician removed the lifevest due the skin irritation. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient¿s passing. Outcome of the irritation is unknown.